Event description:
It was reported that a user experienced hyperglycemia documented at 393 mg/dl while using the ilet, with blood glucose decreasing from a high level to within range over the course of the same day. Investigation of this case revealed no device malfunction and an unclear cause for the hyperglycemia. No clinical symptoms associated with hyperglycemia reported. Outcomes included transient high glucose that resolved without hospitalization or emergency intervention. It was concluded that the event was user-experienced hyperglycemia with cause unclear and no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.